Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was greater than 500 mg/dl. The customer treated her high blood glucose level with syringes. The insulin pump alarmed no delivery. The device was not returned.